Event description:
Boston scientific received information that the patient received seven shocks for supraventricular tachycardia (svt). Therapy was exhausted due to the inappropriate therapy. No programming changes were made and no adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.